Event description:
Additional info: the patient¿s catheter was ¿split three times and kinked.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately a year ago the catheter was redone due to kinking and flipping. It was stated that the pump was not doing what she was told it should do; reporter believed the pump worked better when it was kinked. The pump delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).